Event description:
It was reported that during a ptca/stenting treatment procedure the maverick monorail balloon ruptured at 12 atms on the fourth inflation. (The number of atms reached on the initial three inflations is unknown.) The lesion being pre-dilated for stent placement was a calcified, 99% stenotic lesion in a tortuous lad coronary artery. The maverick monorail balloon catheter was removed and replaced with another maverick monorail balloon catheter to successfully predilate the lesion. The patient was asymptomatic during this event. The procedure was successfully completed. Patient status is reported as 'good'.